Event description:
The sales rep reported on behalf of the customer that during reaming, the reamer slipped and due to this, it reamed 130mm instead of 80mm. Also, it reamed through the acetabulum into the pelvis and caused some bleeding.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.